Event description:
During the interrogation of the pacemaker by the local subsidiary, an error message was displayed by the programmer ("the first interrogation statistics backup failed."). Therefore, an explantation was requested.

Manufacturer narrative:
January 11, 2010. This event concerns a device that was manufactured and used outside the united states. Method: (other): review of the electronic data and files received. (B)(4). During the investigation, a smartview 2.02j version was installed on an orchestra plus and attempt to reproduce the reported behavior was performed; no anomaly was observed. Because similar behaviors were still observed on the involved orchestra plus (in (B)(6)) after a complete shutdown, a programmer issue is suspected. In addition, concerned symphony units were re-interrogated with another orchestra locally and their interrogation was successful. Consequently, all these symphony devices can be released for distribution.